Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pilon open reduction internal fixation (orif) on (B)(6) 2018, the tip of a drill bit, approximately 10-15 mm in length, broke off within the patient. The surgeon was trying to direct the drill bit to get a certain trajectory for the screw and it was deflecting off the back cortex when it broke. The broken fragment was retained within the patient. The surgery was successfully completed with no delay. The patient outcome was reported to be stable. This report is for one (1) 2.5mm drill bit. This is report 1 of 1 for (B)(4).